Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found damage to proximal stent rows 7 and 13. The rows were damaged and the stent struts were lifted and pulled in a distal direction. The undamaged crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 32 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion and the stent struts were noted to be damaged. The device was removed from the patient and the procedure was completed with another 32 x 3.00 promus premier¿ drug-eluting stent with the use of a guidezilla guide extension catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 32 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion and the stent struts were noted to be damaged. The device was removed from the patient and the procedure was completed with another 32 x 3.00 promus premier¿ drug-eluting stent with the use of a guidezilla guide extension catheter. No patient complications were reported.